Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool while still connected to insulin pump. Customer reported that as a result, there was moisture under display screen and insulin pump was vibrating without alarm. Customer also reported that insulin pump had frozen at 5 during countdown. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display and constant tone due to moisture damage on the electronics. No vibrating anomaly was noted. Unable to verify the frozen screen or perform the functional testing due to the blank display anomaly. The pump had moisture damage on the motor. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.